Event description:
It was reported that during a da vinci si mediastinal tumor resection procedure, tiny shavings from the thoracic grasper instrument broke off of the instrument. It is not known whether any shavings fell into the patient. No further information was provided.

Manufacturer narrative:
Since the instrument has not be returned for evaluation, the root cause of the customer reported failure mode cannot be determined. Multiple attempts for additional information from the account were made. To date, no further information has been received. A follow-up medwatch report will be submitted if additional information is received or if the instrument is returned for evaluation.